Event description:
The patient compared their teladoc monitor simultaneously to a medical professional's manual monitor and the result from the dr was 120/60, the result from the teladoc monitor was 156/76.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.